Event description:
It was reported that the pt experienced poor sound quality and additional noise. During measure mode, the pt reported strong and painful noise. Testing was carried out which showed several channels with ">" results.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.